Event description:
It was reported that the patient with this pacemaker experienced a burning sensation near the bottom of the implanted device which comes and goes. The patient indicated having a cancer site near the pacemaker. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.